Manufacturer narrative:
Evaluation summary: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab leaked. The dr had extreme difficulty removing the iab from the pt. No second iab was inserted. (Event complications: unk-reported 12/8/97.) (Pt's current status: unk-rpt'd 12/8/97.)